Manufacturer narrative:
(B)(4). No product was available for investigation. An investigation was carried out based on information provided to a fisher & paykel healthcare representative by the complainant. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The complainant reported that they noticed a sudden increase in condensation in their setups which included the rt110 breathing circuit and the puritan bennett covidien 840 ventilators. The hospital later determined that a change in the air handling system had altered the ambient temperature and humidity in the ward and caused condensation in the breathing circuits. The hospital advised that the situation has since been resolved. No further issues have been reported.

Event description:
A hospital in (B)(6) reported that they "began experiencing sloshing water rainout" in rt110 adult breathing circuits which were being used with puritan bennett covidien 840 ventilators. No patient consequence was reported.